Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%), and flat creases. A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported bilateral implant damage diagnosed by usg and MRI. This relates to the left side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral implant damage diagnosed by usg and MRI.

Event description:
Healthcare professional reported bilateral implant damage diagnosed by usg and MRI. This relates to the left side. The device has been explanted.

Event description:
Healthcare professional reported bilateral implant damage diagnosed by usg and MRI. This relates to the left side. The device has been explanted.